Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for a gastrointestinal anastomosis procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the intestine during a gastrointestinal anastomosis procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath and the procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gastrointestinal anastomosis. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for gastrointestinal anastomosis.